Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during procedure, at the end of the surgery, the patient presented burns in the face after they use the monopolar/bipolar energy. There was information that the return plate was far from the surgery site, the surgery was in the cervical region and the return plate was placed on the patient's calf.